Event description:
It was reported that the luer lock of a solution administration set was missing and a leak occurred. This occurred while priming the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not available for evaluation. The customer was able to provide a photograph of the sample. A photographic inspection identified that the luer lock was missing. However, the root cause could not be determined due to the unavailability of the sample. A CAPA has been opened to address this issue.

Manufacturer narrative:
(B)(4).photographs are available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.